Event description:
A medtronic rep reported intermittent tracking with the optical camera on the stealthstation gen ii system. There was no pt present.

Manufacturer narrative:
No pt information provided as no pt was involved in this concern. The device has not been returned to the manufacturer.